Event description:
On (B)(6) 2010, the pt was implanted with an scs sys. The pt turned the stimulation down low the night of (B)(6) 2010. When she awoke, she was without stimulation. She tried both the programmer and charger and neither would communicate. The doctor replaced the ipg with a new one on (B)(6) 2010. The pt is currently receiving satisfactory stimulation.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers the pt's physician regarding medical history.